Manufacturer narrative:
This product is registered as a combination product.

Event description:
During follow-up, an increase in capture threshold was observed on the right ventricular (rv) lead. An x-ray examination found the lead was dislodged. The rv lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The reported events were lead dislodgement and increase capture threshold. As received, a partial lead (only connector portion) was returned in one piece. X-ray inspection found overtorque of the inner coil consistent with procedural damage. Unable to perform helix mechanism test since the helix was not returned for analysis. The reported event of increase capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.